Event description:
The pt received the scs system on (B)(6) 2011. The pt reported numbness of the right arm and right chest wall area to her pain physician on (B)(6) 2011. On the next follow up the pt was found to have a drooping of the right eyelid. The physician ordered a cat scan to determine the underlying cause for numbness but the physician did not find any signs of sweling. Implanting physician did not find any signs of swelling. Implanting physician has recommended an emg be conducted. The pt's stimulation hs been successful, providing excellent coverage. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.